Manufacturer narrative:
Received one ias8-100lp in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint is confirmed. A piece of the rubber seal has torn away from the sound cap and was returned with the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 42 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-100lp, airseal 8/100mm port was being used on (B)(6) 2023 and ¿we just had an 8 trocar that broke off in a patient's abdomen.¿. Per further assessment the fragment was retrieved with a laparoscopic grasper. The procedure was completed with an alternate same device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-100lp, airseal 8/100mm port was being used on (B)(6) 2023 and ¿we just had an 8 trocar that broke off in a patient's abdomen.¿. Per further assessment the fragment was retrieved with a laparoscopic grasper. The procedure was completed with an alternate same device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.